Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a follow up appointment 24 hours post mechanochemical ablation procedure, an infrasound study was performed. The clinician had identified large thrombus located within the patient's great saphenous vein and extending into the common femoral vein. During a follow up ultrasound study, a piece of the thrombus detached, migrated and embolized within the patient's lung. As a precaution, the patient was immediately sent to the emergency department for observation and continuing evaluation. An additional CT scan was performed and verified the existence of the pulmonary embolism. The patient was discharged to home and an additional follow up appointment was scheduled.